Event description:
It was reported that on (B)(6) 2007 the patient underwent: laminectomy of l2-3. Laminectomy of l4. Laminectomy of l5. L5-s1 discectomy on the right side. Posterior lateral fusion l4 through s1 with instrumentation and the use of bmp-2. Preoperative diagnosis: spinal stenosis l2-3, l4-5 and l5-s1. Per-op notes: "the cortical elements were decorticated, the rods were placed, set screws were inserted and the set screws were then sheared. The morcellized bone graft was then packed across the transverse processes of l4, l5 and the sacral ala."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l4-s1 fusion using rhbmp-2/acs. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.